Event description:
Fracture rv-tip-lead or possible externalization 24 inappropriate hv therapies most likely due to lead issue rv-lead revision planned, but not yet taken. Hospitalization was required as a result of the event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).